Event description:
It was reported that during an orif pilon, the tip of an rdce frcps w/ pts {} brd broke off. The pieces that fell inside the patient were removed with forceps. The procedure was resumed, without any delay, using an s+n back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
D4: lot# and expiration date and h4: device manufacture date. Section h3, h6: the device was not returned for evaluation but the picture was reviewed, and revealed that the tip was broken off. The clinical/medical investigation concluded that, per complaint details, the device tip broke during a pilon open reduction internal fixation; however, the tip was reportedly retrieved via forceps and the procedure resumed without delay with a s+n backup device without reported patient harm or retained foreign bodies. No further complications were reported. It was communicated the requested medical documentation was not available; therefore, there were no clinical factors found to have contributed to the event. Since no patient injury or surgical delay/other complications were alleged, patient impact beyond the reported tip breakage, fragment retrieval, and subsequent use of a backup device would not be anticipated. No further medical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. As the device broke and a back-up device was needed, the contribution of the device to the reported event could be corroborated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.